Event description:
During use of the device for a cardiopulmonary bypass procedure the user reported that the main pump stopped working without any error message. The perfusionist was able to restart the pump quickly and without issue for the remainder of the procedure. F/u with the user found that the system 1 pump was being used as an arterial pump. An arterial pump stop of short duration (a few seconds as in this case) had no clinical consequences. The case was completed successfully and there were no adverse consequences to the pt as a result of this event.